Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms on a right ventricular lead. The representative was to ask the physician to verify the connections prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification and resolution has been requested. The representative later reported that the lead was disconnected and reconnected which resolved the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.